Event description:
Device 3 of 6. Reference MFR report #¿s 1627487-2019-01125, 1627487-2019-01158, 1627487-2019-00969, 1627487-2019-01160, 1627487-2019-01161. It was reported that scs system was no longer providing effective therapy. As a result, the system was explanted.